Manufacturer narrative:
This patient presented to the cardiac catherization unit for elective treatment of 2-vessel disease. Treated first was a de novo lesion in the distal left circumflex of 15mm in length in a 3.0mm vessel diameter. The lesion was characterized as type b1 and concentric lesion. The lesion was pre-dilated with a 2.5x20mm balloon at 10atm before deploying one 2.5x23mm cypher at 16atm. Pos-dilation was conducted with a 3.0x15mm balloon at 14atm for unspecified reasons. Treated next was a de novo lesion in the proximal left anterior descending artery (lad) of 15mm in length in a 3.0mm vessel diameter. The lesion was pre-dilated with a 2.5x20,mm balloon at 10atm before deploying one 2.5x23mm cypher at 16atm. Post-dilation was conducted with a 3.0x15mm balloon at 14atm for 30 seconds. Ivus was not conducted. Timi flow before and after the procedure was 3 for both lesions. Act was measured, but value unknown. The residual % of stenosis was 0% for both lesions for unspecified reasons. Follow up coronary angiography was conducted and there was no restenosis observed. Two months after the follow-up, the patient complained of chest pain and visited the hospital. And ECG was conducted and st elevation was observed. Therefore, coronary angiography was conducted and thrombus was confirmed inside the cypher implanted at the proximal lad. To treat the thrombus, poba was conducted with a 3.0x20mm avita balloon and a 3.5x18mm vision bare metal stent (bms) was implanted inside the cypher. The patient was reportedly in stable condition following the treatment. The physician commented that the probable cause of the thrombotic event was due to the fact that aspirin and ticlopidine were stopped. Please note that this product is not distributed in the united states. However, it is similar to the united states distributed product.

Event description:
The patient complained of chest pain and was hospitalized. ECG indicated st increases and coronary angiography confirmed thrombus within one of two cypher stents.